Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device and found it was out of spec in relation to the reported system error 322. The symptom was reproduced during eval while running a loaded set. Eval found the upper hook gap to be out of spec. The device was re-calibrated. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump displayed system error 322. Any patient involvement, injury or medical intervention is unk.